Manufacturer narrative:
The fse evaluated the device on site. The issue occurred due to a poor connection of the ECG cables and taking too long to complete the test, however, the fse completed the necessary tests and the device is functional. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that connection of the sparks and the ECG cables. It does not work correctly and it is not detected properly. Additional information has been requested. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model#: 861290) and will be reported in the united states under device model#: 861290.